Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for manufacturing revealed no complaint related issues. The investigation has confirmed that both the inner and outer thread show evidence of strong shearing. However, the exact cause of damage cannot be determined. Examination of the material and manufacturing documentation shows that the instrument in question was produced in may 2006 and fully conformed to the specifications in effect at that time. Inner and outer thread show evidence of strong shearing. In the interim this item has been reworked as part of continual product improvement efforts and an improved instrument has been available since may 2007 in the form of the remobilization instrument f/lotus/uss-ii-polyaxial (art. 03.603.108).

Event description:
Thread frozen. Inner and outer thread show evidence of strong shearing. This is 1 of 1 report for event #(B)(4).